Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the patient reported that her pump was floating. It began about a year ago and had gradually gotten worse. The last 2 times they filled the pump it caused more bleeding and bruising when they had to secure the pump, mark the port, and then do the refill. A couple of people that refilled her pump told her they felt that the pump was moving way more than they expected. The patient was wondering how far a pump should be able to move. No further complications have been reported as a result of this event.